Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that the ventilation filters were not functioning properly in the ophthalmic system and did not allow air to enter the bottle as soon as a vacuum formed during surgery. Air bubbles were observed rising in the balanced salt (bss) bottle. To resolve this, a cannula was inserted into the top of the bottle to allow flow, but this compromised the sterility of the solution. The patient subsequently experienced inflamed eyes, and a case of endophthalmitis was reported. The surgery details were not reported. This report is pertaining to ophthalmic cannula involved in the event. This report is pertaining to one of two reports from the same facility.

Manufacturer narrative:
Upon further assessment, it was confirmed that there were no device specific allegations on the initially reported ophthalmic cystitome and cannula. Based on current information available this event does not meet reporting criteria as per the applicable regulations. No further report will be submitted under this mfg number. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.